Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Further information about the reported event was requested from the customer. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the distributor reported that a palliative patient desaturated to 40% spo2 when the opt970 optiflow + tracheostomy direct connection was incorrectly connected to a laryngectomy mask, due to lack of awareness of differences in tracheostomy consumables. The patient was provided alternative therapy with an oxygen concentrator and recovered to 97% spo2. There were no further patient consequences. The customer reported that the healthcare professional made changes to the flow settings on the pt100 myairvo 2 humidifier. The customer stated that the cause of the event was due to the incorrect use of the opt970 interface or the change in flow settings for the patient. Conclusion: the subject opt970 optiflow + tracheostomy direct connection was incorrectly connected to a laryngectomy mask. The opt970 is intended for a direct connection to the tracheostomy tube via a 15 mm female conical connector. It is not intended for use with a laryngectomy mask. The healthcare provider was advised that the correct interface to be used is opt980 optiflow + mask interface. Our user instructions that accompany the opt970 optiflow + tracheostomy direct connection interface states: setup: tracheostomy tube connection: 15 mm female conical connector. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Failure to use the set-up described above can compromise performance and affect patient safety. Before connecting the interface, check for adequate gas flow and ensure that the system has warmed up.

Event description:
A distributor in the united kingdom reported that a palliative patient desaturated to 40% spo2 when the opt970 optiflow + tracheostomy direct connection was incorrectly connected to a laryngectomy mask. The patient was provided alternative therapy with an oxygen concentrator and recovered to 97% spo2. There were no further patient consequences.